Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
(Extreme abdominal cramping) and then uti. (Stomach) [urinary tract infection]. Tampon stuck inside my cervix ¿ vagina [foreign body in reproductive tract]. Extreme abdominal cramping (and then uti). Stomach [abdominal pain]. Burning when I urinated; (constant cramping and feeling like I had to urinate all of the time.) Stomach, vagina, perinium [dysuria] (burning when I urinated; constant cramping) and feeling like I had to urinate all of the time. Stomach, vagina, perinium [micturition urgency] (burning when I urinated;) constant cramping (and feeling like I had to urinate all of the time. Stomach), vagina, (perinium); pain [vulvovaginal pain] (burning when I urinated;) constant cramping (and feeling like I had to urinate all of the time. Stomach, vagina), perinium [perineal pain] upon removal, felt another piece of tampon inside [complication of device removal]. Felt another piece of tampon inside [device breakage]. Case narrative: consumer reported via email that the tampon became stuck inside of her cervix. No serious injury was reported.